Event description:
While troubleshooting for an unrelated alarm, a technical service representative (tsr) was informed of air in the patient line. The home patient (hp) indicated that there were large spaces of air in the patient line. The hp was connected at the time of the observed air. The hp was unsure as to whether or not the lines were primed properly prior to beginning therapy. Proper procedures were reviewed with the hp and the hp planned on completing therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.